Event description:
The following complaint was reported: a nurse on unit tested product and balloon was unable to stay inflated.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Four retention samples for 418000 ((B)(4)), lot number 13fm0211 MFR order number (B)(4) were reviewed and the appearance of the balloon, catheter body and the valve function were normal. Complaint device simulation testing could not be performed as no return sample was received. Parts are randomly inspected at incoming inspection and test performed during the MFR process. The supplier concluded that if during manufacturing process the balloons failed test it will be detected and product stopped; if syringe is not fully connected the balloon situation might not be known due to sample was not returned. No further actions could be made without returned product. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party MFR site. Both potential MFR site numbers are listed below. Should additional info or the complaint sample becomes available a follow-up report will be submitted. Reported to the FDA on 01/03/2014.